Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 280 mg/dl at its highest. The customer did not know what caused the high bg. The infusion set site was changed multiple times. The bg level was not resolved. The customer reverted to using insulin injections to manage diabetes. After speaking to a tandem clinical diabetes specialist, the customer was to change the type of infusion set used and will resume pump therapy once the new infusion set was received.